Manufacturer narrative:
There were no samples submitted with this complaint; therefore, we are unable to confirm the reported issue. The device history record file was reviewed indicating that the product was released meeting all quality standard requirements. The process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017 the device was kinked inside the patient's stomach. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample without original package or lot number was received for evaluation. After performing a visual inspection, kinked tubing was observed. Corrective actions are not applicable at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.